Manufacturer narrative:
(B)(4). Batch # r9314f. Investigation summary: the device was returned with the tissue pad damaged, melted not all present and a portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Date: (B)(6) 2018. Case: lap nephroureter, uro ot1. White insulating pad detached from the distal tip of the jaw after a few buzz at the beginning of the surgery. No metal-to-metal interaction occurred during surgery patient consequence: no. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.